Manufacturer narrative:
The device was expected to be returned to the MFR for analysis; however, the device has not been returned to date. As a result, the MFR's investigation of this event was limited to a trend analysis and review of the device history record for this catalog/lot number. A review of the device history record was performed on this cat/lot number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this cat/lot number and no trends have been identified. Based on the available info and due to the unavailability of the device for analysis, no conclusion could be drawn as to the cause of this event. The results of the MFR's investigation are inconclusive. No further details are available. The MFR is now closing its file on this event.

Event description:
On 05/27/97, the manufacturer received a report from its spanish distributor detailing an incident which had occurred at a facility in their territory. The report, which was made by the surgeon, states that the catheter was implanted on 11/28/96 with an implantable infusion device for infusion or morphine. A few weeks ago, the patient reported sudden pain and was taken to radiology where x-rays revelaed catheter leakage, which was asssumed to have happened as a consequence of the catheter's friction with a rib. Upon a new operation, it was found that such friction did not happen and the slit was caused by unknown reasons. The patient had a new device implanted. The catheter was reported as available for return to the manufacturer for analysis.